Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the svc coil became deformed while the physician was placing the right ventricular lead. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.